Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for implant. When inserting a j-stylet into the atrial lead, resistance was felt in the middle. The stylet was not able to reach the tip. The physician suspected this issue might be caused by a defect of the lead. Another lead was used instead. There were no patient consequences.